Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during procedure a farawave catheter was selected for use. However, when entering into the left atrium (la) the physician opened the catheter in the left inferior pulmonary vein (lipv) causing the splines to go outwards. He tried coming out of the body to correct and the guide wire became difficult to move. When exiting the body to fix the splines the splines were unable to be positioned correctly. Therefore, it was decided to replace the catheter and the wire, and the issue was resolved. The procedure was completed with no patient complications. The device is expected to be returned for laboratory analysis.